Manufacturer narrative:
The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. All the three batteries were measured to be low. Inspection of the device along with the data suggested that insufficient battery power did not affect the insulin delivery during operation. The pod received was having evidence of blood on the adhesive pad, notable near the bottom housing window. During investigation, no damages or defects were found on the formed needle and bottom housing that would cause bleeding at the infusion site. The actual cause of the reported bleeding could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 309 mg/dl while wearing the pod between 24 and 36 hours on the leg. The patient gave themselves a manual injection, drank water and then changed the pod.